Event description:
It was reported that the customer received an occlusion alarm. Insulin delivery was suspended for several hours; however, there was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.